Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that water was leaking from the forceps channel. It is likely the inside of the forceps channel corroded and was discharged during the pre-use inspection. It is also likely that the antifriction agent (molykote) leaked from the leaking location of the forceps channel and was discharged during the pre-use inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had foreign material exiting the auxiliary water channel. There was a greenish crust on the distal flat top of the scope that was found after reprocessing. Greenish fluid came out of the channel when flushed prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed but the occurrence was likely. The device evaluation found leakage from the instrument channel, there was hole near the base of switch 1, the biopsy channel was leaking, angulation was reduced, the distal end cover was dented, the light guide lens had fluid inside, the distal end cover was cracked, the insertion tube was dented, and the scope connector had damaged contact pins. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.